Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a noise and the monitor image was blurred during the surgery when the electric scalpel was used. The customer said the error code e216 appears to have occurred immediately after that, and the electric scalpel may have come into contact with the rigid scope. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified for the complained device; however, the investigation suggests the malfunction can be related to possibility that electric scalpel touched rigid scope causing the noise. The event can be prevented by following the instructions for use which state: [3.10 connection to the ac mains power supply] do not extend a single wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and light source. Otherwise, malfunction of the equipment may result. [6.1 precautions of operation] use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Olympus will continue to monitor field performance for this device.